Event description:
The dr claims that, in a pt with a tortuous anatomy, during the procedure to repair a 6.1 cm abdominal aortic aneurysm, the graft leaked blood. The duration of the leak and the exact quantity of blood lost through the graft is unknown at this time. The anastomosis was completed and the graft was given time to clot off. The bleeding persisted despite the use of manual pressure. The dr elected to remove the graft. The clinical outcome of the case and pt status was reported to us as follows: "confusion, [mi] given antibiotics, recovered and discharged". Contrary to the instruction for use, the device had been resterilized at the hospital.

Event description:
On 11/5/2001, co learned the following: the quantity of blood lost through the graft and the duration of the leakage is unknown and unattainable. The bleeding was from the suture line.